Event description:
On (B)(6) 2008, I had a hernia repair. My surgeon used ¿dual mesh¿ on (B)(6) 2012. I would get really bad abdominal pain, so severe, I would go to the emergency room. They said I had something in my stomach and it could be my hernia repair and they said go see your surgeon and let him know. In (B)(6) 2012, I was diagnosed with being severely anemic. My doctor ordered that I receive iron infusion weekly to try to bring my blood count up. I had a colonoscopy and endoscopy done. Could not find where I was losing blood. My doctor then ordered I get the pill cam and they found a bulgy thing in my stomach, so a MRI was then ordered. It confirmed that the mesh had protruded into my small intestine causing four little holes where I was losing blood. On (B)(6) 2013, I had surgery to remove the mesh but the mesh had gone into the small intestine, so the surgeon had to remove a piece of my small intestine and resect it.